Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and high out-of-range shock impedance was observed along with a generalized increase in pacing and shock impedances on the ventricular leads. An increase in thresholds was also seen, although these values remained within normal range. These increases were recorded in (B)(6) 2023 in conjunction with the patient being hospitalized for heart failure, and an excess of diuretic treatment is hypothesized. The values have since re-stabilized to previous ranges. Battery and capacitor charges times are okay. Impedance, sensing, and capture tests were executed and no out of range values were found. Technical services was consulted and provided troubleshooting recommendations for high shock impedance situations. No adverse patient effects were reported. This crt-d remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted tones and high out-of-range shock impedance was observed along with a generalized increase in pacing and shock impedances on the ventricular leads. An increase in thresholds was also seen, although these values remained within normal range. These increases were recorded in (B)(6) 2023 in conjunction with the patient being hospitalized for heart failure, and an excess of diuretic treatment is hypothesized. The values have since re-stabilized to previous ranges. Battery and capacitor charges times are okay. Impedance, sensing, and capture tests were executed and no out of range values were found. Technical services was consulted and provided troubleshooting recommendations for high shock impedance situations. No adverse patient effects were reported. This crt-d remains in service.